Event description:
Customer reported the insulin pump kept alarming no delivery during bolus delivery. Customer stated he occasionally has unexplained alarms. Customer reported his blood glucose as fine. Customer sated alarm occurs at least once a month where he cannot find the cause of the alarm. Troubleshooting was not performed as customer was reporting a past event that was resolved with a set change. Customer stated since alarm does not occur often he does not call the help line. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.